Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative was already on site and tested the equipment. Re-seated generator circuit boards. The medtronic representative could not duplicate the reported issue. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced.

Event description:
A medtronic representative reported on behalf of the site, that when plugging in the imaging system's image acquisition system (ias) to charge at the end of the day, the scrolling battery charging lights did not appear. There was no patient present when this issue was identified.